Event description:
The device was returned for service with the report of fail code 715:00. Information was not provided whether or not the device was in use when the reported situation occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.